Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl and sensor glucose of 60 mg/dl at the time of the incident. The customer was at 75 mg/dl at the time of the call. The customer was given to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was having sg versus bg differences of 40 to 60 points. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn model unknown; reservoir.